Manufacturer narrative:
Four mz1000 china samples were received without packaging for investigation; one of the samples were received connected to a 10ml bd syringe (ref: 306595, lot: 5079351). The customer reported that the affected sample was from lot 24015460 and "upon opening the outer packaging of the mz1000 connector and performing pre-filling, the hunan provincial children's hospital hematology department discovered cracks on the connector's surface. They immediately replaced it with another connector for use." The returned samples were subjected to pressure testing in order to confirm the customer's experience, in each instance leakage was confirmed; upon closer inspection, the source of the leakage was due to a crack at the female luer adaptor (fla). The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 24015460 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. Please note, the IFU of the maxzero states that "prior to every access, always scrub the top of the mz1000 with an appropriate antiseptic and allow to dry." Failure to allow the alcohol to completely dry may cause the components to partially adhere together, requiring additional force to disconnect, damaging the component. A review of the customer feedback database indicates that reports of this nature against products in the maxzero product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information.

Event description:
It was reported that the bd maxzero needleless connector was damaged. The following information was provided by the initial reporter, translated from chinese to english: when the department of hematology at (B)(6) hospital opened the outer packaging of the mz1000 connector and attempted to pre-fill it, they discovered a crack on the surface of the connector. They immediately replaced it with another connector. The clinical staff suspected a quality issue with the connector and requested that the company investigate and provide feedback. Additional information received from the customer: please confirm how the fault was identified? The feedback states that this was identify on opening of the packaging but the video provided is during use with a syringe. We discovered leakage when connecting the bd pre-fill 10ml syringe. Leakage also occurred during the flush stage. Additionally, leakage was observed when connecting the infusion set. The mz1000 has cracked.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.